Manufacturer narrative:
The device was received with a cracked top cover assembly. Upon power-up, it gave constant, un-recoverable air-in-line and occlusion alarms which prevented the device from being tested. The frequency of death or serious injury reports for code 104 (freeflow) for omniflow products is <0.01/million sets.

Event description:
Report rec'd indicating "every time line a pulsed , line b pulsed at the same time/rate." The pump was set with ns via line a at 30 ml/hr with line b set to infuse nitroglycerin 100mg/250ml at 0.25 mcg/kg/minute. Initially, when the cassette was primed, the device alarmed "faulty cassette reprime". The tubing was changed and the pump started without alarms. The user then observed that even though the delivery rate (not recalled) for the nitroglycerin was less than the rate for the ns, every time line a "pulsed" for delivery line d did so as well. The pump was switched out before any nitroglycerin reached the pt. There were no adverse pt effects. No add'l info was available.